Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The hearing performance with the device has been affected. There are no reports of any trauma or accident. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device has been affected. There are no reports of any trauma or accident. The user was re-implanted on (B)(6) 2017.